Manufacturer narrative:
A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer's caregiver reported the customer received a message "lo" (reading <40 mg/dl) persistently for several hours and had contact with an hcp who obtained a reading of 900 mg/dl on their device. The results, when plotted on a parkes error grid, fell "out of range" showing the difference in values to be clinically significant. Customer was treated with an unspecified "infusion" for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.